Manufacturer narrative:
Concomitant therapies: ¿edna face moisturizer,¿ and lavender oil. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation, nodules, tenderness, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming device labeling addresses the reported event(s) as follows: "warnings injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events per table 1 and table 3: injection site responses by severity after initial treatment occurring in > 5% of treated subjects (n = 154) for possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Injection site responses by severity and duration after repeat treatment with juvéderm volbella® xc occurring in > 5% of treated subjects (n=123) include swelling, tenderness, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact."

Event description:
Healthcare professional reported a patient was injected in the cheeks with 1.8 syringes of juvéderm voluma® xc and in the lips with 1 syringe of juvéderm volbella® xc. Patient was taking vitamins, using "rodan field lip moisturizer," "edna face moisturizer," and lavender oil at the time of injection. Approximately 3 months later, the patient reported inflammation and nodules in the lips. The patient also experienced "tenderness" in the cheeks and swelling. A medrol dosepak was provided as treatment 1 day after onset and symptoms "seemed to resolve." Hylenex/hyaluronidase was used in the lips 7 days later. After 2 days, hylenex/hyaluronidase was used in the lips and cheeks, augmentin was prescribed, and another medrol dosepak was given. Five days later, patient received another treatment of hylenex. Healthcare professional noted the patient also went to their pcp who prescribed prednisone unbeknownst to the injector. Patient was also instructed to take benadryl and zyrtec. Patient discontinued zyrtec and last doses of medrol after seeing their allergist. The inflammation returned after discontinuing the medrol dosepak. Healthcare professional also noted "after presentation and recommendations for treatment by myself, the patient declined hylenex/hyaluronidase and medrol multiple times. The patient also adjusted medications and sought advice from other providers without my knowledge until changes in treatment had already been done.¿ healthcare professional reported the inflammation and tenderness eventually resolved. The nodules were described as "minimal remaining." This is the same event and the same patient reported under MDR ID #3005113652-2017-00266 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella® xc, also a device manufactured by allergan.